Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0309, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted in (B)(6) 2012. According to the consumer, procedure was painful, even with the pain medication; she felt everything. Afterwards, she continued on birth control for a year, and then she had an ablation. For two years, she was in chronic pain. Her belly was bloated and she gained weight, had horrible stabbing pain and was miserable. She spent two years hurting. In (B)(6) 2014 she was in the ER; she was doubled over in pain. She had a hysterectomy in (B)(6) 2015 (assumed as (B)(6) 2014). She did not have pain since the surgery. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pain / horrible stabbing pain. She was submitted to a hysterectomy and recovered from this event. This event, regarded as pelvic pain, was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, the event started after essure insertion and improved with device removal. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4) final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pain / horrible stabbing pain. She was submitted to a hysterectomy and recovered from this event. This event, regarded as pelvic pain, was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, the event started after essure insertion and improved with device removal. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.